Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Following our receipt of the three returned used sensors and performed visual inspection to one random sensor and found needle bent inside sensor base causing needle hard to remove from sensor unable to continue with functional testing due to sensor being damaged. In summary, the customer complaint for needle did not penetrate skin could not be confirmed. The customer complaint of loss communication could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the moment they insert the sensor using the serter, it doesn't trigger to the skin. The customer also mentioned that there was no sensor signal alert on the pump screen. The customer reported the loss of communication between the insulin pump and the transmitter. The customer reported no adverse event. The event involved product(s) mmt-7020la and mmt-7911na. Troubleshooting was partially performed. The led light blinked when the transmitter was connected to the tester, but the transmitter did not communicate after running the tester procedure twice. No harm requiring medical intervention was reported. The product mmt-7020la was returned for analysis. The product return is expected for mmt-7911na